Event description:
An impella cp device was inserted via the left axillary artery in a 59-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad). The impella cp was placed via direct axillary cutdown, delivered through a 14 fr peel-away sheath, and the repositioning sheath was inserted. The cardiothoracic surgeon placed a suture around the vessel and closed the shoulder. After the case, the act remained elevated at 281, and oozing was noted at the axillary access site. A pressure dressing was applied, and the surgeon was notified. Heparin was discontinued in an effort to reduce ongoing bleeding. The patient remains on support. The reported major bleed requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. It is unknown whether recommended best practices for access-management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Update information: d6b explant date added